Event description:
On (B)(6) 2020, it was reported that the patient was admitted with increasing dyspnea on exertion, and decreasing urine output with weight gain. He was able to ambulate 50-60 yards over the past several weeks prior to admission. He was started on 40mg bid torsemide, his crackles improved, his creatinine while initially improved, began to worsen. We then decreased afterload reduction by discontinuing (d/c) amlodipine and decreasing hydral to after these changes, on both (B)(6) 2019 and (B)(6) 2019, his creatinine showed improvement and he was discharged. The issue was resolved.

Manufacturer narrative:
Section b5: additional info.

Manufacturer narrative:
Section h4: correction. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be determined through this evaluation. The heartmate 3 lvas IFU lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had heart failure. On (B)(6) 2019, standard of care right heart catheterization and was admitted on the same day for acute decompensated heart failure. On (B)(6) 2019, patient still hospitalized. Patient was still diuresing; creatinine (cr) was 2.7. He had been complaining of leg cramps overnight, possibly related to magnesium levels. Continued diuresing; continued dobutamine; discharge possible in the next several days with home infusion.

Event description:
Subject was admitted for titration of dobutamine and IV diuretics. Left ventricular assist device (lvad) speed was at 6000 rpm, left ventricular internal dimension 7.9cm, moderately decreased right ventricular systolic function. Dobutamine inpatient initiated at 5mcg/kg/min. In terms of diuresis, at home prior to admission, he was on bumex 2mg three times a day and once admitted he was bolus dosed with IV lasix and intermittent metolazone, but then was started on a lasix drops. Dobutmaine was increased to 6 mcg/kg/min on (B)(6) 2019. On (B)(6) 2019, the lasix drops was stopped as he was symptomatically feeling better, but his creatinine was increasing and his weight was not changing. Since stopping lasix drp[s, his creatinine improved (B)(6) 2019 to 2.71 and there was a small decrease in his weight to 297lbs.

Manufacturer narrative:
Description of event or problem: additional information.